Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Information was received from a mortician regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The reason for use was spinal pain. It was reported that the catheter was explanted on (B)(6) 2016. The catheter was noted to have been explanted due to it being in the wrong position in the intrathecal space. There were no symptoms reported. It was reported that the catheter was sent as pathology. The device was returned to the manufacturer for analysis. No additional information was reported. If more details are provided, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found catheter body was torn, broken, or melted at or after explant and did not affect infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.